Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was put in the hospital on (B)(6) 2017. The patient had stopped to get breakfast, ordered her food, and all the sudden the patient kept nodding off like she was falling asleep. They kept asking the patient if she was okay and nudging the patient so she would wake up. That went on and they called the ems. When the ems got there, they thought she should go in the ambulance to the hospital. The hospital staff kept nudging the patient to keep her awake and they were having trouble finding out what to check based on the symptoms she was having. They thought the pump was putting too much out, so they brought in someone who the patient thought was a manufacturer representative (rep). The healthcare provider (hcp) gave the patient a dose of narcan and the patient had thought the rep turned the pump off, but was told the pump could not be turned off. It was not known if the narcan was gi ven orally or in the pump. The patient did not know if the narcan was given in the pump or in a shot, but she did know she did not have to drink it. It was further stated that the rep dropped the pump from "9" down to "3" and the narcan did its thing. However, it was noted the narcan counteracted everything else the patient was taking and the patient never wanted another one as it made her feel horrible, like she was hot inside her whole body and sneezed constantly. This all occurred on (B)(6) 2017. The patient stayed in the hospital and was released on (B)(6) 2017. It was noted that they wanted to know if the pump malfunctioned or not. The hcp stated that he didn't see that it was hurting her anymore, but the patient's back was so sore that she couldn't even "turn me over myself". No further complications were reported.